Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.

Event description:
The following information was received from global pharmacovigilance (gpv): and is a spontaneous report by a nurse from (B)(6) of peritonitis in a patient coincident with dianeal freeline solo pd4 1.5, dianeal freeline solo pd4 2.5 and dianeal freeline solo pd4 4.25 therapies. On an unknown date, the patient experienced peritonitis. The cause of the peritonitis was unknown. The outcome of the peritonitis and action taken with dianeal freeline solo pd4 1.5, dianeal freeline solo pd4 2.5 and dianeal freeline solo pd4 4.25 therapies were unknown. The reporter did not provide an assessment of causality.